Manufacturer narrative:
Attempts to obtain additional information and for product return have been made. The healthcare provider has not returned the explanted valve or provided any additional information at this time. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Through implant patient registry it was learned that a 21mm 3300tfx valve, implanted in aortic position, was explanted after an implant duration of 7 years, 8 months due to unknown reasons. The explanted valve was replaced with a 23mm 11500a valve.

Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.